Manufacturer narrative:
Section: a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was partially inserted and removed during the same procedure lens was damaged and cracked and replaced with the same model and same diopter lens. The issue was first identified during implantation and application of the lens. The best corrected visual acuity (bscva) pre-op was 20/40. There was no patient injury. There was no medical/surgical intervention required. From additional information it was learnt that there was no use error. Bss (balanced salt solution) was used as a cartridge lubricant at room temperature. No other information is available.

Manufacturer narrative:
Additional information: device available for evaluation: yes. Returned to manufacturer on: 03/21/2024. Device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint simplicity reveal that the cartridge had a stress mark leading to a crack on the cartridge and cartridge tip. No further issues were identified with the cartridge. No damage to the plunger rod was observed. No lens was received for the evaluation; therefore, no further product evaluation could be performed. Conclusion: the complaint issue "lens damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.